Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned an (B)(6) male patient of unknown ethnicity. Medical history included negative history of ketones in urine. Concomitant medications included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) from a cartridge via a reusable pen (humapen luxura half dose [hd] device), for the treatment of type 1 diabetes. Dosage regimen and start date were not reported. On (B)(6) 2017, around dinner, two of the insulin lispro cartridges were cracked by the humapen luxura hd. First cartridge had a piece of the plastic chip off and was leaking (associated (B)(4), lot number c476361f). It was the end opposite of the one you attach the needle to. It was discarded. The second cartridge was cracked about 2 cm and was leaking. It was leaking from the same end the first cartridge (associated (B)(4), lot number c647703a) ((B)(4)/ lot 1311g09 for the device). He had a high carbohydrate dinner and his blood sugars were very high 618 (no units or reference ranges were provided). This event was considered serious due to their medical significance. In addition to high blood sugars, he also had some ketones in his urine. When his blood sugars first got high, it was thought it might be from an adrenaline rush due to his soccer practice he had just had. When they realized that was not the case, the ketone protocol was initiated and that did not work. He had to use his humalog kwikpens to bring his sugars down. Corrective treatment, outcome of the events and status of insulin lispro or humapen luxura half device was not reported. The user of the humapen luxura half dose was patient and his training status was not provided. The humapen luxura half dose model duration of use was not reported. The suspect humapen luxura half dose duration of use was not reported. The action taken with the humapen luxura half dose device was not provided and its return status was unknown. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro. The reporter believed that the humapen luxura half dose broke the insulin lispro cartridges and caused high blood sugars and did not provide and assessment of relatedness between the remaining event and humapen luxura half dose. This case had been cross-referenced with (B)(4). Update 15feb2017: upon review, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a mother reported that two of her son's insulin cartridges were cracked by his humapen luxura hd device. The device was not returned for investigation (batch 1311g09, manufactured november 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy or device not working. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The cartridges were not returned for investigation (batch c476361f, manufactured may 2015, and batch c647703a, manufactured august 2016). Complaint history reviews of each cartridge batch concluded there are no atypical trends and no quality issues with the batches. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned an (B)(6) male patient of unknown ethnicity. Medical history included negative history of ketones in urine. Concomitant medications included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100u/ml) from a cartridge via a reusable pen (humapen luxura half dose [hd] device), for the treatment of type 1 diabetes. Dosage regimen and start date were not reported. On (B)(6) 2017, around dinner, two of the insulin lispro cartridges were cracked by the humapen luxura hd. First cartridge had a piece of the plastic chip off and was leaking (associated product complaint (B)(4), lot number c476361f). It was the end opposite of the one you attach the needle to. It was discarded. The second cartridge was cracked about 2cm and was leaking. It was leaking from the same end the first cartridge (associated product complaint (B)(4), lot number c647703a) (product complaint (B)(4)/ lot 1311g09 for the device). He had a high carbohydrate dinner and his blood sugars were very high 618 (no units or reference ranges were provided). This event was considered serious due to their medical significance. In addition to high blood sugars, he also had some ketones in his urine. When his blood sugars first got high, it was thought it might be from an adrenaline rush due to his soccer practice he had just had. When they realized that was not the case, the ketone protocol was initiated and that did not work. He had to use his humalog kwikpens to bring his sugars down. Corrective treatment, outcome of the events and status of insulin lispro or humapen luxura half device was not reported. The user of the humapen luxura half dose was patient and his training status was not provided. The humapen luxura half dose model duration of use was not reported. The suspect humapen luxura half dose duration of use was not reported. The action taken with the humapen luxura half dose device was not provided. The device was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro. The reporter believed that the humapen luxura half dose broke the insulin lispro cartridges and caused high blood sugars and did not provide and assessment of relatedness between the remaining event and humapen luxura half dose. This case had been cross-referenced with (B)(4). Update 15feb2017: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 08mar2017: additional information received on 07mar2017 from global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, operator of device to unknown, and device available for evaluation field to no. Corresponding fields and narrative updated accordingly.